Event description:
Revision surgery due to loosening of a stem quadra h 5 years and 4 months post op. Please reference importer report # (B)(4).

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 1 std: ref. (B)(4) / lot 071629 (B)(4) all parameters were found to be in accordance with the specifications valid at the time of mfg. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. (B)(4). From the data collected, there are no evidences that the event is device related.